Manufacturer narrative:
Additional information was added to d5, h6, h11. Correction: a1, a2, a3a, a4-a6, b3, b5, b6, b7, d10, f10/h6: health effect - impact codes (replace code). A2, a3a, a4-a6: update to ni. B5: update "this occurred during testing." To "this occurred during patient use." The pump was programmed for a magnesium sulfate infusion at 100ml/hr for a volume to be infused of 100ml. H11: a review of the event history log identified a programmed infusion with the reported parameters; no issues were observed that could have contributed to the reported condition. However, the device was not returned; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a novum iq large volume pump underinfused. This occurred during testing. There was no patient involvement. No additional information is available.